Event description:
Patient contacted dexcom technical support on (B)(6) 2013, to report that on (B)(6) 2013, patient had suffered a hypoglycemic event and fell to the floor and bruised his elbow. Patient was transported to the hospital where he was treated over-night. Patient claims that receiver¿s alerts are no longer functional. At the time of his call to dexcom technical support patient was feeling well.